Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. Moisture damage was noted on the electronic assembly. The insulin pump was monitored. No constant tone alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that her daughter got her insulin pump wet and the insulin pump started making a noise and vibrating but did not alarm. Customer's blood glucose level at the time is 191mg/dl. Advised insulin pump would be replaced. No additional information is provided.